Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this implantable lead exhibited loss of capture (loc). The lead was suspected to have become dislodged after a pocket revision procedure. A lead revision procedure was to be performed. At this time, the lead remains in svc. A request for add'l info has been made. No adverse pt effects were reported. As of today, there is no add'l info available. Should add'l info become available, this report will be updated. The type of intervention performed is unk.